Manufacturer narrative:
The reported event was confirmed. A latex foley catheter was returned. Methylene blue in inserted into the inflation lumen using a slip tip syringe in an attempt to find the occlusion. There was one occlusion about an inch from the balloon. The shaft was cut behind the occlusion and the balloon still did not deflate. The shaft was then cut even closer to the balloon until the balloon deflated. The final occlusion was right next to the balloon. The potential root cause could be due to a kinked lumen or foreign material. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter prematurely deflated upon removal from the patient. The complainant advised that 'saline" was used to inflate the foley. The complainant advised via email on (B)(6) 2019 that she was mistaken about the use of saline and that the foley was inflated with sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter prematurely deflated upon removal from the patient. The complainant advised that 'saline" was used to inflate the foley. The complainant advised via email on 23-april-2019 that she was mistaken about the use of saline and that the foley was inflated with sterile water. Per evaluation it was found on 12-july-2019 that the catheter inflation lumen had a blockage.